Manufacturer narrative:
The product was returned and visual inspection was normal. Visual examination found no malfunctions. The cause of infection could not be traced to the device.

Event description:
It was reported that a patient's right atrial lead was explanted on (B)(6) 2022, due to concerns about infection. None of the patient's devices had cultures performed on them. The patient's right atrial lead was explanted and replaced on (B)(6) 2022. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Correction b1 - should not have selected product problem in the previously submitted report a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be traced to the device.